Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and gynemesh prolene was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced exposure of mesh, vaginal discharge, roughness in the vagina, infection, cystocele, urgency, urinary frequency, nocturia, sui, urinary retention, and uti. It was reported that patient underwent multiple excision of mesh on (B)(6) 2009 by (B)(6) at (B)(6) medical center, on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital, and on (B)(6) 2014 by (B)(6) at (B)(6) surgery center.